Event description:
It was reported when the devices were used during an unknown procedure, two of the devices would not fire and the third device would feed intermittently. Another device was used to complete the case. There was no consequence to the pt.